Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found clogging in air water tube, the plug unit has a scratch, the upward/downward angulation control knob has a scratch, grip has a scratch, the flexibility adjustment function does not work due to damage on connecting tube, air supply volume does not meet the standard value due to clogging of air/water tube, suction volume does not meet the standard value because suction cylinder is shaved, connecting tube has discoloration, light guide bundle is slipping down, switch 1 has a scratch, universal cord has a scratch, adhesive on distal sheath is detached, image guide protector has a cut, light guide lens has a crack, scope connector case unit has a scratch, scope cover has a scratch, universal cord has stain, probe cover has a scratch, connecting tube has a scratch, switch box has a scratch, right/left knob has a scratch, , water supply volume does not meet the standard value due to clogging of air/water tube and the bending angle in down direction does not meet the standard value due to wear of angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had no water or air flow. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material was found at probe cover and distal sheath. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.